Event description:
A report was received that the patient was experiencing discomfort due to ipg effacement. The ipg was relocated from the gluteus to the abdomen. The device was then reprogrammed and the patient recovered. According to the physician the reported event was not related to the procedure but related to the device.

Manufacturer narrative:
Additional information was received that the reported ipg effacement and discomfort was probably due to fat necrosis or ipg heating during charging.

Event description:
A report was received that the patient was experiencing discomfort due to ipg effacement. The ipg was relocated from the gluteus to the abdomen. The device was then reprogrammed and the patient recovered. According to the physician the reported event was not related to the procedure but related to the device.